Event description:
It was reported that the customer's blood glucose was 412 mg/dl. An alarm was cleared on the insulin pump and the bolus wizard feature had been accidentally turned off. The customer's mother was able to turn the bolus wizard back on and delivered a bolus for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.